Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarmed. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated they were changing the infusion set, site, reservoir multiple times. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No delivery alarm/occlusion during therapy not confirmed.